Event description:
It was reported that during da vinci assisted liver resection surgical procedure, the erbe had c-00 error. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the error on the erbe occurred at the end of the procedure when all cautery functions inside patient anatomy were completed and or staff was using the erbe cautery to close the port incisions. Due to the error, or staff used third party generator (non-robotic) to close out port incisions. No patient harm was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did receive the da vinci product involved with this complaint to perform failure analysis (fa). The erbe was analyzed and the reported failure was confirmed and reproduced. Fa found errors c-34, c-00, m-0b, and m-11 in the logs. The unit was placed on an in-house system and was run in normal mode. On startup, the unit displayed error c-34. The unit had a damaged bezel. The bezel had deep scratches at the top right side, there was also a deep crack in the top left corner near the erbe logo.